Event description:
The following was reported: pump stopped infusing norepinephrine running at .05 and displayed a red screen that said, "service needed" with red flashing lights. Resulted in patient's map dropping to mid 50's before another pump could be programmed. Information was taken from FDA medsun which was reported to fresenius kabi regulatory affairs. More information is needed to investigate the complaint.

Event description:
Due diligence has been completed. No additional information was received from the customer. The reported issue could not be confirmed or refuted. A serial number was not provided by the customer. Therefore, a service history and a device history was not able to be performed. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.